Manufacturer narrative:
If the sample is received, investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the device developed a leak during use.